Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the upon opening the package, the ureteral stent bracket was found to be broken, and the filament had not been removed. The solution was to replace the bracket with a new one.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Received (1) photo samples. The photo sample shows that the ureteral stent bracket was found to be broken, and the filament had not been removed. Visual evaluation of the returned sample noted one opened (with original packaging), pusher returned without ureteral stent. The visual inspection of the sample noted that the ureteral stent was not returned for evaluation; only the pusher was received. The pusher shows no signs of damage or breakage. Based on the limited material available for assessment, the reported event is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the upon opening the package, the ureteral stent bracket was found to be broken, and the filament had not been removed. The solution was to replace the bracket with a new one.